Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's reservoir had air bubbles. The customer¿s had high blood glucose level of 300 mg/dl. The customer was treated with insulin pen. The customer stated that there was a large air bubble in the reservoir. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir. The reservoir will not be returned for analysis.